Event description:
Customer reportedly received results of 454 mg/dl and 242 mg/dl within 10 minutes on the inform ii system. No actions taken based on device result. No adverse event reported. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. All strips in suspect vial have been consumed and strip vial has been discarded. Will not be returned to manufacturer.